Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call for knowing customer's condition; first call back was unable to establish contact with customer, message left on voicemail. At call back on (B)(6) 2016, customer stated that her symptoms have remained the same but that this is normal for her and she is on hospice. Customer stated the symptoms are not related to diabetes but other medical issues. Customer stated she does not currently have any diabetic symptoms. Customer stated she has a visiting nurse who has seen her the last two days. Customer stated she was not hospitalized. Customer stated that morning the meter read 119 mg/dl.

Event description:
Consumer reported complaint for e-5 error. Sister is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 140 - 177 mg/dl. At time of call on (B)(6) 2016, customer stated she felt dizzy. To troubleshoot the e-5 error message a blood test was performed. Sister stated that the meter read 594 mg/dl and that she will give the customer insulin. Sister stated gave customer 43 units of insulin. Customer was advised to seek medical attention or to speak with her doctor. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 504 mg/dl and 506 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).